Manufacturer narrative:
(B)(4). Batch # unk. Only event year known: 2018. No lot or batch number was provided therefore a device history could not be done.

Event description:
Patient underwent a laparoscopic sleeve gastrectomy surgery and the operative report submitted indicates that an ¿echelon 60 mm gia stapler¿ was utilized with two green, two gold and two blue loads to divide the stomach. Operative note further states that bleeding along the staple line was controlled using the ¿hemoclip applier.¿ patient presented to the ER 2 days later with abdominal pain, and the hospital workup showed ¿what appear[ed] to be a staple line leak.¿ patient underwent an exploratory laparotomy with repair of staple line leak on post op day three. Operative report notes the leak ¿at the upper end of the staple, not quite at the tipe, maybe 2 ¿ 3 centimeters. There appeared to be a staple that was out and nasogastric tube was placed.¿ the staple line was repaired with 3-0 vicryl as well as placement of an omental patch which was sutured in place. Two jackson pratt drains were placed, one in the left subphrenic space and one in the pelvis."

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. Additional information received: received op notes; attached op notes.